Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The hcp reported that a catheter piece was replaced in 2006 due to "small leak adjacent to connector". The patient underwent a "pumpogram" - date and results not reported. The patient was experiencing increased and decreased spasticity. Patient outcome was not reported.